Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial cup (lot# was unknown) was broken when the surgeon performed the reduction with reducted the trial cup during bha surgery on (B)(6) 2018. The surgeon removed the all broken fragment from the patient¿s body, and confirmed that there was no broken fragment was remained in the patient¿s body under x-ray. Thus, the surgery was completed without any other problem. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.